Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they have an appt for tuesday at 3pm that they wanted a rep to meet them at due to issues they were having with their ins. Pt said their stimulation seems to be jumping settings. Pt said they would set it at 5 and then it would jump to 6 or would drop. Pt also mentioned that they had numbness in their leg that they did not think was related to the ins and was going to see a different hcp for the following week. Pt said both of these problems started happening within the last couple of months. The patient was redirected to their healthcare provider to further address the issue.